Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a coronary artery bypass graft patient was placed on impella 5.5 as a bridge to decision. It was noted that he pump was running without any problems . However after the nurse placed the feeding tube, the patient went into ventricular tachycardia and was cardioverted and noted to be stable. The impella position was verified.